Event description:
A journal article was reviewed which contained information regarding this cardiac resynchronization therapy (crt) system. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. There were two deaths reported at the time of follow up. There was no indication of any device product performance allegations. Further follow up did not yet provide any additional information and the cause of death has been requested.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 72 years old. Multiple manufacturers were referenced in the article, but with no manufacturer-death correlation. The date of death is purely an estimate, as there is no indication any specifics. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: transvenous atrial pacing from the superior vena cava stump after the hemi-fontan operation - a new approach. Pace pacing and clinical electrophysiology. 2014;37(5):531-536. Concomitant product: 4968 lead. (B)(4).